Manufacturer narrative:
(B)(4). Date sent: 2/3/2023 d4: batch # w7030p additional information was requested and the following was obtained: "during mastectomy procedures, the surgeon is experiencing clips scissoring and clips falling out when trying to clip, which has also caused cutting of the vessels." Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the msm20 device was received with no damage to the external components. Upon cycling, the instrument was noted to be empty and locked out. In addition, the tyvek was returned along with the instrument. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips, as a result, the instrument could no longer be fire due to the activation of the lockout mechanism. As the device was returned empty for evaluation we are unable to investigate further the issue of ¿scissored clips". The device was disassembled to verify the condition of the internal components and no anomalies were noted. The event described could not be confirmed as the device was returned empty. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/4/2023. Additional information provided: it was noticed that the devices would not feed, then follow with a double feed. She stated that the devices have also been firing scissored clips which are cutting the vessels.

Event description:
It was reported that during a mastectomy procedure, the clips were scissored on a vessel. Two more where clip appliers were used with the same outcome. A fourth like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.